Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer was stuck in the load process and it was not allowing to do anything. Customer stated that the insulin pump display was frozen. Customer stated that the time was not advancing. Customer states that there was no response from any button. Customer reported the screen was not completely blank. The insulin pump will be returned for analysis.